Event description:
The lumboperitoneal catheter, ref #44410, lot#0223769298, was missing the butterfly pieces. These items are needed so we had to open another catheter. Per the resident, this happens often. I checked all the catheters currently on the shelf in and every box has the butterflies, and the lot numbers are different. Rep is aware. Supply coordinator is aware. Manufacturer response for lumboperitoneal catheter, (brand not provided) (per site reporter).

Event description:
The lumboperitoneal catheter, ref #44410, lot#0223769298, was missing the butterfly pieces. These items are needed so we had to open another catheter. Per the resident, this happens often. I checked all the catheters currently on the shelf in and every box has the butterflies, and the lot numbers are different. Rep is aware. Supply coordinator is aware. Manufacturer response for lumboperitoneal catheter, (brand not provided) (per site reporter).